Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was the shape of the staples (b-formation, irregular, legs straight)? No information. Was there a cut line present next to the area where only one side of the staple line was deployed? No information. Did any pieces fall into the patient? No. If yes, were they retrieved? Na. Will all pieces be returned with the device? No information. If no, were they discarded? Na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 50 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap ileocecal resection, the firing knob was broken off at the fourth firing of functional end to end anastomosis on the colon when the firing knob was stuck about a half point from the proximal end and then moved forward forcibly. The staple height was green. After that, the broken firing knob was returned to home position and it was found that the staples in the middle where the firing knob was stuck were deployed on one side only. Another device was used to complete the case. There were no adverse consequences to the patient.